Manufacturer narrative:
The product complaint analysis team has completed its investigation. The results of the investigation conducted by the appropriate engineers and technicians are listed below. Visual inspections & results: bullet tip, condition, desufflation lever condition, and stopcock condition, conforming; inner gasket condition, latch condition, obturator condition, outer gasket condition, reset button condition, and sleeve condition, nonconforming. Functional tests & results: does safety shield retract, and flapper door functional, conforming. Analysis conclusion: based upon the inquiry info received and visual examination, it was confirmed that the rpt'd "seal on a trocar broke" was a torn outer gasket. No conclusion could be reached as to how this had occurred. Co reviews each incidence as it occurs in an effort to continuously improve co's products and processes.

Event description:
It was reported during a laparoscopic cholecystectomy a seal on a trocar broke. There was no consequence to the patient.